Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-05421. It was reported that the patient experienced ineffective stimulation with their drg system. Surgical intervention was undertaken on (B)(6) 2022 wherein the entire system was explanted.